Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 139104ext accessory electrode coated blade with extended insulation device was being used during a lap chole procedure on (B)(6) 2026 when it was reported "bovie tip burned patient." Further assessment found that the patient obtained a "2nd degree, just above peri umbilical incision, they excised". The procedure was completed with the use of the same alternate device. There was a reported delay of a couple of minutes and the current state of the patient was reported as "patient is doing well." There was no report of extended hospitalization for the patient or user. This report is being raised on the reported injury due to the patient obtaining a second-degree burn.